Event description:
It was reported that the sterile device packaging was damaged. The device was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A complete investigation could not be performed due to the packaging in question being missing. The lead exhibited normal electrical characteristics.